Manufacturer narrative:
Date of initial report: 11/29/2007. The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valley labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that in preparation for a radio frequency ablation procedure, during initial testing of water flow, a water leak occurred at the strain relief. A new needle electrode was opened and used.